Manufacturer narrative:
Analysis of dtc 37761 (serial/lot # (B)(4)) found that the connector pins were bent. The 37761 desktop charger was returned and analysis identified a non-conformance unrelated to event. It was found that the dtc connector pins were bent. Evaluation determined that standard investigation is needed because it was reported that the insr would never charge when it was plugged into the dtc and the connector pin arrows were mislabeled. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record 201501 - repairable external device non-conformances. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes the report of the dtc not being able to charge the insr and the analysis findings confirming that the connector pin was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that a manufacturer representative (rep) asked the patient to plug in the recharger and confirm that she had four bars. Four coupling bars were noted. The patient confirmed with the rep that she had a low recharger battery. She tried to recharger and the recharger never charged. The patient kept getting the charge your recharger battery screen and the charge the neurostimulator battery screens on (B)(6) 2016. The patient was unable to charge the recharger in order to charge he implant. At first the recharger would come on but it would not charge even with the cord plugged in. As of (B)(6) 2016 the recharger would not come on at all. The patient confirmed that the green light on the desktop charger was on. The desktop charger had a mislabeled connector pin. The white arrow was pointing to the back of the recharger and it would not fit if the patient plugged it in so the arrows matched up. The patient confirmed that the arrows did not match up right. It was noted that the patient was shown how to use the recharger when she was under anesthesia. It was also noted that the patient had called and told the rep that she was having migraines. The patient had the implant for chronic migraines. The desktop charger was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.